Event description:
A skull clamp was rec'd for repair on 05/28/1998 with the comment, "locking mechanism failed. Slipped causing 1" pt laceration". Neuro rn was contacted and a fax sent requesting add'l info on the incident and info was sent concerning the findings during the investigation.